Event description:
Boston scientific received info that one day post implant, the right atrial (ra) lead exhibited impedance measurements greater than 2500 ohms. During the revision procedure, it was noted that the lead was not fully inserted in to the device header. The ra lead was reinserted and yielded good measurements. Both the device and lead remain implanted in the pt. No adverse pt effects were reported and the investigation is complete at this time. At this time, the product remains in service. If additional info becomes available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.